Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient collapsed and required chest compressions. It appeared that the implantable cardioverter defibrillator (ICD) "did not kick in". The ICD remains in use. No further patient complications have been reported as a result of this event.